Event description:
The hcp reported the pump was explanted and replaced due to battery failure after an implant duration of 36 months. The pump had been infusing sufentanil 100 mcg/ml at a daily dose of 0.55ml and baclofen 800 mcg/ml at a daily dose of 0.055mg. A follow up report will be sent when add'l info is received.